Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood and contrast visible on the full length of the shaft and in the guide wire lumen, inflation lumen, and balloon consistent with the stent delivery system (sds) separated inside of the patient anatomy. The stent was stationary on the balloon but not between the markers. The distal end of the stent was 1 mm distal to the distal balloon marker. All of the stent except for the first two rows at the distal end were mangled. The proximal half of the balloon was loosely folded; the distal half was still tightly folded. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal shaft was separated 5mm distal to the guide wire exit notch, confirming the reported information. The material was stretched and jagged at the separation. There was a bend in the hypotube 53 cm distal to the strain relief tubing. There were four kinks in the hypotube, 17.5 and 19.5 cm distal to the strain relief tubing and 5 and 15 cm proximal to the guide wire exit notch. The tip length was measured and met manufacturing criteria. The outer diameter measurements of the stent implant could not be taken due to the damage. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the vision sds was attempted to cross through a newly deployed stent, which likely contributed to the reported resistance. There was no damage noted to the sds prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent interacted with the newly deployed stent, resulting in damage to the stent which would have contributed to the resistance during retraction. Additionally, as resistance was encountered, if force was applied to the sds, this would have contributed to the stent moving distally on the balloon and the shaft ultimately separating. Further handling during packaging, handling and return to abbott vascular for analysis would have contributed to the noted bends in the hypotube. To help ensure the reported difficulties are not related to a manufacturing deficiency, the stent is checked for proper strut dimensions, and the sds is inspected at multiple steps in the process for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported difficulties appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during a proximal circumflex (cx) stenting procedure, after placement of a non-abbott stent, a distal lesion was noted. An rx vision stent delivery system (sds) was advanced, but would not cross through the stent. Due to the resistance, the sds was attempted to be removed, but met resistance with removal. Multiple manipulations were attempted. The sds was pulled back to remove resulting in the shaft breaking in two at the wire exit notch. Multiple unsuccessful attempts were made to snare the detached portion. It was decided to stop the procedure, remove all devices and send the patient to recovery. On (B)(6) 2011, the patient was taken to surgery. The detached portion was removed without incident. There was no adverse patient sequela reported and on (B)(6) 2011, the patient was discharged to home. Although requested, there was no additional information provided.